Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported there was an implantable neurostimulator (ins) replacement for the patient on (B)(6) 2015, as a result of having a high impedance issues. The patient had lost a lot of weight. The high impedances began 3 months ago. There were no patient symptoms or outcome reported. The indication for therapy was non-malignant pain. If additional information is received a supplemental report will be sent.